Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a 6900ptfx 29mm mitral valve was explanted after an implant duration of 6 years, 4 months due to severe stenosis. The patient presented with chf and sob. Per product evaluation vegetation, calcification, and pannus were confirmed.

Manufacturer narrative:
H10: additional narratives. H3: product evaluation. Customer report of stenosis was confirmed through observed host tissue overgrowth and calcification. X-ray demonstrated wireform intact, moderate calcification on leaflet 1, and heavy calcification on leaflet 3. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Moderate to heavy host tissue overgrowth fused leaflets 1 and 2 by approximately 10mm at commissure 2 and leaflets 2 and 3 by approximately 10mm at commissure 3 on the outflow aspect. Subvalvular apparatus was also observed around the valve along with the host tissue overgrowth. What appeared to be organic material was also observed on the surfaces of all three leaflets near the free margins on the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut in multiple areas around the valve exposed the metal band around leaflets 1 and 3 on the inflow aspect. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected data: "vegetation" was removed in h3.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification from the patient with a 29mm mitral valve underwent a redo procedure after an implant duration of 6 years, 4 months due to severe stenosis. The patient presented with chf and sob.